Event description:
It was reported that an ilet cartridge leaked at the connector when the user connected the cartridge to the connector outside the pump before insertion; the user had filled the cartridge to 1.8 and then attempted a supply change, after which the agent instructed the user to insert the cartridge into the pump first and then attach the connector. Symptoms included no reported blood glucose impact. Outcomes included successful resumption of insulin delivery after a complete supply change with new supplies and user education on the proper procedure. Investigation included remote troubleshooting and user education consistent with the user guide. Investigation of this case revealed a user handling error related to assembly sequence that led to leakage, with no effect on the cartridge chamber and no pump alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use error due to improper connection sequence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.